Manufacturer narrative:
H10: manufacturing review: the device history records review have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that bard g2 x filter was successfully deployed in an infrarenal inferior vena cava for the patient with recurrent deep vein thrombosis. Approximately eight years and two months later computed tomography of abdomen without contrast was performed due to the abdominal cramp and result showed that the inferior vena cava filter was identified. It was tilted at its superior margin towards the left side but did not touched the inferior vena cava wall. The limbs of the inferior vena cava filter were demonstrated to all penetrated the wall of the inferior vena cava. There was no penetration into the wall of the aorta. There was no fluid collection or leakage around the inferior vena cava. Therefore the investigation is confirmed for filter tilt and perforation of inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:d4 (expiry date: 03/2012), g4. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eight years and two months post filter deployment, a computed tomography (CT) revealed that the filter tilted, struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eight years and two months post filter deployment, a computed tomography (CT) revealed that the filter tilted, struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.